Event description:
The patient notified our coo that he had intractable neck pain following a surgical procedure on a mizuho osi spinal surgical table. The patient stated that the anesthesiologist was found inept, and on drugs during the procedure and believes they were to blame for his pain and suffering. The anesthesiologist later committed suicide and was found to be addicted to drugs. The facility is known as (B)(6).